Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after experiencing palpitation, episodes of pacemaker-mediated tachycardia were observed. Programming changes were made. The device remains implanted. The patient will continue to be monitored.